Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction(s): b3. Was updated from 07/09/2025 to 04/29/2025 to reflect the related record as the same event was reported twice. H8. Was updated to initial use of device. Annex a - device prob desc 1 was updated from a25 - no apparent adverse event to a090205 - image orientation incorrect. Annex f - health impact desc 1 was updated from f24 - insufficient health impact information to f26 - no health consequences or impact. Related report number 1 (h10) was updated to 2955842-2025-24663.

Event description:
Refer to h11 for follow-up information.